Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips do not hold on either the appliers or on the skin. Another type of clips were used to complete the procedure. The patient's condition was reported as unknown at this time.